Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During field service installation of the device, the user reported that the flash card failed and displayed a "fault 5" error message. Since this event occurred during field service installation, there was no pt involvement during this event.